Event description:
It was reported that two vials of bone cement did not break open properly during attempted use. When the scrub nurse went to break off the tops, the bottom of the vials broke as well. All the liquid drained out of the bottom and was lost.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Both of these devices were manufactured by (B)(4) medical and distributed by (B)(4). This report will be amended when our investigation is complete.